Event description:
The dealer states that the device was just returned from repairs today, and while running during testing, is loud and vibrating. Dealer is stating that the unit is alarming with yellow light s/n (B)(4).